Manufacturer narrative:
(B)(6). The customer did not supply demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance and to determine the source and cause of the leak. Upon inspection of the instrument the fse discovered condensation on the bottom left of the reagent storage compartment cover. It was determined that two (2) of the screws that hold the compartment door on were loose and due to high humidity in the laboratory caused an accumulation of condensation to collect and drip down onto the floor of the laboratory in front of the instrument. It is unknown how or why the screws were loose but upon tightening of them and observation no further leak was seen. In conclusion, the cause of the technician's injury was due to a leak from the instrument caused by condensation collecting and leaking from the reagent storage compartment. Two (2) loose screws were identified but the fse was unable to determine how they had become loose.

Event description:
The customer called beckman coulter to report that an injury had occurred due to an uncontained leak originating from the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). It was noted that a "small, stream of fluid" had made its way to the floor in front of the instrument (approximately 15-20 ml) and settled under the mat. The laboratory technician slipped on the mat (but did not fall) and suffered an undisclosed injury for which they sought medical attention. The injured technician did not state what type of treatment they received. Multiple attempts to collect this information were unsuccessful. Therefore, a change to patient care and/or management did occur in conjunction with this event, however the exact intervention and injury are unknown at this time. There was no physical contact with the liquid and thus no report of exposure to open cuts or mucous membranes. A beckman coulter field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance and to determine the source of the leak.